Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 11/28/2006, that when the nurse removed the dobbhoff, the distal part of the tube disconnected and the piece of the tube remained inside the airway of patient. It was necessary to do a bronchoscopy.